Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The depth markings were partially worn between the molded joint and 10cm depth marking. A longitudinally aligned split was observed near the 5cm marking. The sample kinked preferentially in the vicinity of the split during manual manipulation. The split occurred at one of the corners of the resultant kink. Microscopic inspection of the split revealed a dully granular fracture surface. Discoloration and compression damage were observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. The split characteristics, kinking and compression were consistent with catheter damage caused by sharp kinking of the catheter shaft. The depth marking wear and abundant usage residues indicated that kinking occurred during device use. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that the catheter was damaged and leaked fluids. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a single lumen powerpicc catheter. The depicted device was implanted and usage residues were observed throughout the visible portion. The visible portion include a portion of extension tubing, the molded joint and a portion of catheter tubing. The markings were partially worn and the extension tubing appeared discolored. A bead of fluid was observed on the catheter shaft between the insertion site and the molded joint. The visible bead of fluid suggested that leakage may have occurred; however, inspection of the submitted photograph was insufficient to identify the cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of redu1379 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was damaged and leaked fluids. No other information was provided.